Manufacturer narrative:
A lens work order search was performed. No similar complaint type events were found. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic broken/bent. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vicm5_13.7, -5.50 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was exchanged for a similar lens on the same day. The problem was resolved.